Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that her cgm and bg meter reading were not matching, however, no specific values were reported. She did calibrate the device. As the day continued, the patient stated the inaccurate values continued. The patient was wearing a tandem mobi insulin pump. By 4:00 am on (B)(6) 2025, the patient woke up with leg cramps and when she stood up, she passed out and hit her head. The patient regained consciousness on her own and sought assistance from her husband. She realized she had a bump and pain on the back of her head from the fall. There was no mention of what the cgm was displaying when this occurred. There was no documentation of a bg meter reading being taken either. The patient¿s husband took the patient to the emergency room around 8:00 am. At the ER, the patient had an electrocardiogram (EKG) and (magnetic resonance image (MRI) of the brain done. All of her tests were reportedly normal. The patient stated that her bg meter reading was tested in the ER, and at that time, it did match the cgm device. No specific values were provided. There was no documentation of any medication being provided to the patient while in the ER. The patient was discharged home after approximately 5 hours. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Pairing test was performed and passed. As previously reported, performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product.